Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. As numerous alarm messages on the day of the event were found in the alarm trace, a pre-analytical issue or an instrument issue were possible causes. Other typical root causes for this type of event include insufficient electromagnetic interference (emi) compliance, issues with sample quality, insufficient maintenance, or contamination of the environment with the analyte.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable high troponin t result for one patient sample. The initial result was 0.049 ng/ml and was reported outside of the laboratory. The sample from the patient was repeated on the same analyzer and the result was 0.022 ng/ml. The sample was also tested on another analyzer and the results were 0.012 ng/ml and 0.011 ng/ml. Additionally, the customer tested a serum sample from the same draw and the results were 0.014 ng/ml and 0.016 ng/ml. A corrected report was issue with the result of 0.012 ng/ml. The patient was not adversely affected. The reagent lot number and expiration date were requested but were not provided. The field service representative was unable to determine a cause. He checked the sample probe alignment, the operation of the instrument, and replaced the pinch tubing. He performed mechanism checks and verified probe alignments which were all ok. He ran precision testing with all results within specification. All qc was within the acceptable ranges.